Manufacturer narrative:
(B)(4). The service engineer replaced the graphic user interface central processing unit (gui cpu) and performed all required calibrations and tests outlined in service manual. The ventilator then passed all performed tests and calibrations.

Event description:
It was reported that the ventilator had a loss of communication. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.